Manufacturer narrative:
It was reported that during a da vinci assisted surgical procedure, the prograsp forceps instrument cable snapped. Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. No image or video clip for the reported event was submitted to isi for review. A review of the device logs for the prograsp forceps (part# 471093-11 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the prograsp forceps was last used on (B)(6) 2022 via system (B)(4). There were 82 uses remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: it was alleged that the prograsp forceps instrument broke and it is unknown if a fragment fell inside the patient during a da vinci assisted procedure. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci assisted surgical procedure, the prograsp forceps instrument cable snapped. The procedure was delayed less than 15 minutes due to this issue. It is unknown if a fragment fell inside the patient. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.